Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Evaluation summary: (B)(4) preliminary analysis confirmed the no telemetry condition. Further analysis determined the cause of the premature battery depletion was due to high current drain from a solder bridge between pins on the microprocessor integrated circuit. The bridge resulted in a low resistance leakage path between two pins causing current drain above 3 ma.

Event description:
It was reported that six months after the insertable cardiac monitor (icm) was implanted it could no longer be interrogate during the routine follow up. The device was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that six months after the insertable cardiac monitor (icm) was implanted it could no longer be interrogate during the routine follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.